Event description:
Chipped one side of teeth [tooth fracture]. Oral-b brushead broke during use [device breakage]. Case description: a consumer of unspecified age and gender reported tha they use oral-b precision clean brushead and the head broke on the first use and when it broke, it chipped on the side teeth. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
No lot number provided by consumer and no product returned to company, therefore unable to complete product investigation.